Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was unconfirmed as the reported event could not be replicated. One 4fr s/l groshong midline catheter was returned for investigation. The stylet had been removed and the two-piece connector was attached to the catheter. A suture wing was positioned over the 21cm depth mark. No sutures were attached to the suture wing. The catheter extended 24cm from the distal end of the strain relief oversleeve. A functional test revealed that the catheter was patent to infusion. Pressurizing the catheter with and without the suture wing revealed no leaks in any part of the catheter. The exact cause of the reported event was unknown; however, since no leaks, damage, or defects were observed on the returned sample, the complaint was unconfirmed. A lot history review (lhr) of rebr0320 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebr0320) have been reported from the same facility.

Event description:
It was reported that the device was defective and there is leakage. No reported patient injury. This file addresses device one of three.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebr0320 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebr0320) have been reported from the same facility.

Event description:
It was reported that the device was defective and there is leakage. No reported patient injury. This file addresses device one of three.